Event description:
It has been reported to philips that the system was down due to an issue with the chiller. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the remote alert-chiller down. Analysis of the system log file does not contain chiller malfunction. The fse checked and found a random error over a weekend for unknown reason. There was no resolution as the alert got cleared by itself. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was a proactive alert and there was no malfunction with the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.